Manufacturer narrative:
The subject device was returned to olympus china. Olympus china checked the subject device and found the reported phenomenon (clogging by foreign material in the air/water nozzle), and also found that the foreign material was not removed from the air/water nozzle. No defects in the air/water nozzle were confirmed. Then, the clogged air/water nozzle was replaced to new one. It was unknown what the foreign material was. There was the possibility that insufficiently or incorrectly reprocessed subject device might be used for next procedure. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, it was found that there were defects in the air/water nozzle of the subject device. The user completed the intended procedure using the subject device in combination with the video processor cv-260 and another similar device without more than fifteen minutes extension. Olympus china was found that the air/water nozzle was clogged with foreign material during the incoming inspection for repair of the subject device. The user had been reprocessed the subject device in the correct procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus china. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon (clogging by foreign material in the air/water nozzle) could not be conclusively determined. However, based upon the information from olympus china and similar past cases, omsc surmised that this phenomenon occurred because the silicon tube and/or packing of the peripheral device were broken and their fragments entered to the air/water channel and clogged inside the air/water nozzle. If additional information is received, this report will be supplemented.